Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a long flexible spade tip guide wire from the ar-8973ds fibulock disposable instrumentation kit broke during an ankle fracture fibulock procedure. Approximately 1.1mm guidewire spade tip remains in the patient. Device will not be returned for evaluation. Additional information obtained 09/16/2020: the fragment remaining in the patient is approximately 1.1mm width and 2-5mm length. The broken tip of the flexible guidewire was discovered under x-ray after the guidewire was removed from the fibula and the implant was placed. No x-rays were saved to provide. The same implant system was used to complete the procedure. No additional or larger incisions were needed and the surgeon did not have to change his planned technique. The remaining portion of the guidewire is unavailable to return for evaluation because it was cut into pieces for other use during the procedure.